Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-9835 serial/batch (B)(6) was received for investigation. Visual evaluation found that the tip had tissue blocking the suction holes. The device was connected to the testing console, and the ¿probe already used¿ message was displayed. After clearing the device¿s memory, it was reconnected to the console and found to be working as intended. No problem found. The device is a single use. Directions for use (dfu) dfu-0242-eo apollo probe. D. Adverse effects. 3. Premature tip wear may be caused by vigorous use against bony surfaces. E. Precautions. 7. Always keep the tip of the active rf probe completely immersed in conductive irrigation fluid (saline, ringers¿ lactate, etc.), regardless of the type of arthroscopic surgery being performed. Do not use pre-warmed conductive irrigation fluids as this may result in tissue damage or thermal injury.

Event description:
It was reported that during a hip arthroscopy with labrum suture the probe stopped working. The suction was not working anymore and the device has lost its power. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.